Event description:
The field application specialist was notified by the customer that they had received an erroneous alkaline phosphatase result for one patient sample. The original result was 581 u/l. The sample, when repeated on the same cobas integra 800 clinical chemistry analyzer, gave 98 u/l. The original alkaline phosphatase result was not reported outside the laboratory. The repeat result was reported to the physician. The patient was not affected. The alkaline phosphatase reagent lot number was 62762601. The field service representative did not determine the cause. He checked the analyzer and ran performance tests. The performance tests indicated a problem which required a valve replacement and new chain cable. The field service representative installed the new valve and chain cable. The performance checks, after the parts replacement, were acceptable.